Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 390 mg/dl while wearing the pod between 25 and 36 hours. The patient's blood glucose level rose despite correction boluses, which prompted the patient's legal guardian to check the pod. The pod's cannula was reportedly dislodged from the infusion site (back), and the pod was reported to leak insulin.